Event description:
It was reported that the customer had blood glucose levels of 30mmol/l. Customer treated with manual injection. Customer also mentioned that she thinks there is an issue with the tubing of the insulin pump. Troubleshooting was offered. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no excessive no delivery alarm during testing. The insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. However, the insulin pump had minor scratched lcd window and cracked reservoir tube lip.